Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's act button was not responding properly. The call was disconnected before the customer could provide further information. Blood glucose level was not provided. The customer will not return the device for analysis.